Event description:
It was reported that a skin reaction occurred. According to the patient, on approximately (B)(6) 2022, the patient experienced a skin reaction with itching, burning, redness, pimples, and infection, covering an unknown skin area at the unspecified insertion site. The photos provided were reviewed. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The photos showed red spots on the patient¿s neck and chest. The patient stated that when she got the rash she self-treated with over-the-counter antihistamine tablets and spray, cavillon barrier method, clear overpatches and tegaderm dressing. The patient stated that the only intervention that she did not have a massive skin reaction to was using duoderm extra thin by cutting a small hole and then placing the g6 sensor on. The patient still has a lump but only on the insertion site. The patient experienced a seed shape swollen rash of the dressing when dexcom g6 is directly applied to her skin, there are yellow lumps leaking serious fluid, that are itchy, burning, smelly and painful and developed a full body of yellow spots. The patient did not report any medical intervention. At the time of the report, patient condition was unspecified. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).